Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 838mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found a motor error alarm. The customer stated that she went through a full body scanner in august. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.